Event description:
It is reported that the pt was revised due to the glenosphere detaching from the baseplate. Proper surgical technique was followed.

Manufacturer narrative:
The supplied x-rays are after the glenosphere disassociated; therefore, a determination on the placement of the glenosphere cannot be made. Surgical technique states; "if unable to visually confirm an even, circumferential engagement of the glenosphere to the base plate, consider the use of a fluoroscope to aid in the confirmation. Seating of the glenosphere to the base plate can be examined in the auxiliary view or in a view parallel to glenoid version. The medial rim of the glenosphere should be parallel to the face of the base plate." The glenosphere disassociation is most likely due to not symmetrically seating the glenosphere with the base plate. As returned, the glenosphere is in very good condition with only minor scratching which is most likely a result of it being removed from the pt. It was dimensionally inspected and found to be conforming where measured. Device history records indicate all components were mfg and inspected to specification.